Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During pre-dilatation of a lesion in the superficial femoral artery with a saber x percutaneous transluminal angioplasty (pta) balloon catheter, it ruptured during its 2nd-dilation. The procedure finished successfully in an unspecified manner. There was no reported patient injury. The lesion was heavily calcified and not tortuous. The rate of stenosis was 100%. The product will not be returned for analysis. The procedure was being performed and the access site are unknown. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media used and the contrast to saline ration used are unknown. The brand of inflation device was also unknown as well is if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was difficulty advancing the balloon catheter through the vessel, if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon inflated normally. It is unknown if the 12 atm the maximum inflation pressure. The balloon catheter did not kink while being used. It is unknown if the balloon catheter removed easily from the vessel and from the other devices.

Manufacturer narrative:
During pre-dilatation of a lesion in the superficial femoral artery with a saber rx percutaneous transluminal angioplasty (pta) balloon catheter, it ruptured during its second dilation. The procedure finished successfully in an unspecified manner. There was no reported patient injury. The lesion was heavily calcified and not tortuous. The rate of stenosis was 100%. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast media used and the contrast to saline ration used are unknown. The brand of inflation device was also unknown as well is if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was difficulty advancing the balloon catheter through the vessel, if there was any difficulty crossing the lesion or if the catheter was ever in an acute bend. It is unknown if the balloon inflated normally. It is unknown if the 12 atm the maximum inflation pressure. The balloon catheter did not kink while being used. It is unknown if the balloon catheter removed easily from the vessel and from the other devices. The product was not returned for analysis. A device history record (DHR) review of lot 17278896 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.